Manufacturer narrative:
The procedure report indicated that a large aneurysm from the top of the basilar artery, in between the posterior cerebral artery origins. This aneurysm measured 10.5x8x7.5mm and the neck measured 3mm. This aneurysm was successfully closed with four detachable coils. A small second aneurysm (daughter sac) from the anterior cerebral artery measuring 6x5x5mm and the neck-measured 3mm was also treated. One hundred percent occlusion was obtained. The product was returned for analysis, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of the basilar artery, the mini complex coil (637mf0306) stretched while being placed in the aneurysm. The prowler microcatheter was not advanced/repositioned over the coil, and during the event, constant flush was maintained via the microcatheter. After the coil stretched, both the coil and the microcatheter were removed as a unit. After removing the products from the patient, the stretched coil was removed from the microcatheter and the same microcatheter was utilized to complete the procedure. The entire coil was removed and the procedure was completed without any patient injury. The prowler catalog and lot number was not available. There was no injury to the patient.